Event description:
Reporter originally stated that the sure step meter is giving all types of er1, er2 and er3 messages. When confronted about the er1 message, the reporter did not remember, so further details could not be obtained.